Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the IV tubing leaking during the surgery.

Event description:
Error

Manufacturer narrative:
MDR made in error - duplicate.